Manufacturer narrative:
Based on further review of the raw data, a correction was made to the investigation as follows: raw data review indicated erroneous low lymphocytes (ly%), monocytes (mo%) and high neutrophils (ne%) where obtained on the dxh 800 instrument when compared to manual results. Per raw data analysis, results for the sample show a separated population of events with high direct current (dc) values that were labeled by the algorithm as neutrophils. The algorithm set ly blast flag for the sample alerting the customer for further action. Based on the data provided, it is not possible to determine what caused the lymphocytes to create two separated populations on the histograms. (B)(4).

Event description:
The customer reported to beckman coulter that erroneous neutrophils (ne%) and lymphocytes (ly%) differential results were obtained on the unicel dxh 800 coulter cellular analysis system when compared manual smear results for a single patient. The manual smear review showed majority lymphocytes with no neutrophils, which the customer considered correct. Data review indicated erroneous low ly%, monocytes (mo%) and high ne% with no instrument generated flags, when compared to manual results. No erroneous results were reported out of the laboratory. The customer stated the manual data was reported. There was no death, injury or effect to patient treatment. The customer tested the patient sample on another dxh800 instrument and similar erroneous differential results were obtained when compared to manual smear review. Results obtained from another instrument are documented in MDR#: 1061932-2013-00670.

Manufacturer narrative:
The specimen was collected in edta, stored at room temperature and processed within one hour. Controls were run before the event and were within specifications. The analyzer is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse performed laser alignment and gain adjustments per procedure. Daily check, latron, retic and 6c controls were run, with all results within established ranges. Raw data files were provided for further evaluation; analysis is pending. Failure mode is unknown based on the available information.